Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had error. There was no reported patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pressure sensor harness causing error code 354.6770. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/15/2013 to the present date 10/23/2020 and note that this device has been returned for service multiple times which correlates to the service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had error. There was no reported patient involvement.

Event description:
It was reported that the device had error 354.6770. There was no reported patient involvement.